Event description:
It was reported that during a lap sigma, there was no function after a few minutes, display showed instrument error, no further info is available. Completed with another product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device a was returned with excessive fluids and dried tissue, also the blade was found scratched and cracked. Excessive dried body fluids in the clamp arm interface could attribute to issues with the operation of the clamp arm. It is recommended that the interface be cleaned prior to use. The analysis results found that the device b was returned with evidence of b-form staples imbedded in the tissue pad, also the blade was found gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error". The clamp arm was broken by the engineer during functional testing. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. (B)(4), mfg date: 8/06, exp date: 7/11.